Event description:
Initial foot surgery 10/18/96. On 11/29/96, pt returned to surgery to have broken wire removed from 3rd metatarsal of left foot. Physician believes pt did not wear post op shoes but pt says wire was defective. Physician requests copy of eval of wire.